Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient¿s vision became unclear. According to the surgeon, it was believed that the insertion of the iol had caused the event. Additional information was requested and received stating that the iol was explanted and exchanged with an unspecified lens during a secondary implant procedure.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) received loose next to a small plastic container, loose in a plastic bag. Solution is dried on the lens. The optic is cracked. The haptics are deformed. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).